Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer was hospitalized due to low blood glucose. The customer had gone unconscious. The customer¿s blood glucose during the incident was 12 mg/dl. The customer¿s current blood glucose was 431 mg/dl. They treated the high blood glucose with more insulin. The customer had received a few no delivery alarms previously. The customer had been experiencing both low and high blood glucose. They reported that they the paramedics had been dispatched to their home multiple times. Troubleshooting was not completed because the call kept dropping. The insulin pump will not be returned for analysis.